Event description:
(B)(4). The dealer reported that the 3gtqsp custom power wheelchair battery posts and harness terminals looked to be arced, the batteries were dead and the charger port was pulled off. There was no injury reported.